Event description:
Per the clinic, the patient experienced pain due to the implant position that was quite far forward, causing interference between the external sound processor and the magnet. Subsequently, the patient underwent a positional verification revision surgery on (B)(6) 2025; however, due to dissection of the tissue adhesion around the receiver/stimulator and near the electrode array plate, the silicone in the electrode array was accidentally damaged, leading to the decision to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.